Manufacturer narrative:
An event of a high gradient was reported. The results of the investigation are inconclusive since the device was not returned for analysis, however, two tee video recordings from the field were received. Based solely upon the aforementioned tee recordings, recording one appeared to show a bioprosthetic heart valve in the in the aortic position with one leaflet immobile and a second leaflet mobile. The second tee recording appeared to show a bioprosthetic heart valve in the aortic position where two leaflets have reduced movement and the third leaflet has minimal movement. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. In (B)(6) 2017, the patient presented with dyspnea and fatigue. A tee showed a valve gradient of 56mmhg. In (B)(6) 2018, the patient presented with a valve gradient of 75mmhg. The patient underwent a tavi procedure and a 23mm corevalve was implanted. The post-procedure valve gradient was 32mmhg. During the procedure, the physician had difficulties crossing the trifecta valve due to the degenerate condition of the valve. The positioning of the tavi valve was not ideal; however, the coronaries were not occluded from the tavi. The patient is reported to be recovering.